Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the pump ran empty due to the patient being in the hospital. It was reported that the patient was brought in and the pump was refilled. The issue was resolved. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen (500 mcg/ml at 132 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient's pump had been empty for over a week. No symptoms were reported. No further complications have been reported as a result of this event.